Manufacturer narrative:
(B) (4). Device evaluation summary: the batch number hv24522404 was released by qc according to defined specifications. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. This reaction could be linked to a hypersensitivity of the patient, to the injection itself or to a secondary reaction to the injection. The exact cause of the event is then impossible to determine.

Event description:
Immediately following treatment in the lips with juvederm ultra plus, a patient experienced a "major inflammatory response and edema" at the injection site. Ice and pressure were prescribed immediately, but did not resolve the symptoms. A medrol dose pack was prescribed. The patient's symptoms resolved completely 3 days later and the patient was left with good correction. The patient has a history of other previous fillers with no adverse events. This is the first time the patient used juvederm.